Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product confirmed that the poly bag item containing the implant appears cloudy/scuffed. Not all the packaging elements were returned. As received the packaging box exhibits damage. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during surgery, the implant packaging had a white film on it. Subsequently, the surgery was completed with a different device. No adverse events have been reported as a result of the malfunction.